Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the patient's shaking had not resolved and it had gotten worse. The patient had an appointment scheduled with their health care provider (hcp) on (B)(6) 2015. Deep brain stimulation (dbs) helped, but not as good as it did before it was changed.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v597590, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A consumer reported that since implant, the patient had been having a hard time getting to a happy point. The patient had adjustments made every three months and a week after the adjustment they would start to shake more. The reporter felt the new implantable neurostimulator (ins) was not holding up like the previous ins and the patient was getting discouraged. The patient was not able to hold the antenna in place by themselves due to shaking. During troubleshooting, the reporter was able to sync with the ins and the ins was on and okay at 4.40v. Stimulation was able to be increased to 4.60, but the patient felt a tingling in their fingers which made them feel numb. Stimulation was then decreased down to 4.50 v and the patient was no longer feeling stimulation at that setting. The patient had an appointment scheduled with their health care professional (hcp) for next month. The patient's indication for use is essential tremor and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.